Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and update to field d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device for the first two identified events, but the type of the material or root cause could not be identified. A definitive root cause could also not be determined for the third event of a burn on the probe cover. However, olympus presumed that the event occurred due to a high-energy endo therapy accessory being used, without ensuring a sufficient distance from distal end of the gastrointestinal videoscope. The two foreign material events can be detected by following the instructions for use which state: operation manual_ insertion_ air/water feeding and suction *air/water feeding_ warning:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. The burn on the probe cover event can be detected by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The burn on the probe cover event can be prevented by following the instructions for use which state: operation manual_ using endotherapy accessories_ high-frequency cauterization treatment. Warning: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burn on the plastic distal end cover and foreign material in the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.